Event description:
It was reported to boston scientific corporation that a stonetome was attempted to be used in the papilla during a stone removal surgery procedure to treat common bile duct stone performed on (B)(6) 2025. During the procedure, energization was not possible, and incision could not be performed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a cutting wire kinked. Please see block h11 for full investigation details.

Manufacturer narrative:
Block e1: initial reporter's city and province is (B)(6) prefecture; reported here as the initial reporter's city and province exceeded the character limit for the designated field. Block h6: imdrf device code a0406 captures the reportable investigation result of wire kinked. Block h11: investigation results the returned stonetome was analyzed, and a visual inspection found that the cutting wire was kinked. An electrical test was performed, the resistance across the 2-in-1 connector and the cutting wire must be less than or equal to 20ohms, the result was 14.6 ohms, within specification, the device also showed continuity. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked. This problem could be caused by operational factors, such as the used technique for the device manipulation or by the interaction between the device and a hard surface. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.